Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported by the spouse that on 08-14-2024, the patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in the abdomen. According to the report, the estimated glucose value (egv) was 156 mg/dl and the bg was 126 mg/dl. The patient reportedly took 1 unit of insulin. The patient reportedly uses vgo30. An unspecified time later, the patient experienced unconsciousness. The cgm value was unremembered and the blood glucose reading was 24 mg/dl. The spouse called emergency medical technicians (emts) and the patient was treated with intravenous (IV) sugar water and recovered after treatment. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was feeling a little tired and weak. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.